Manufacturer narrative:
The event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22536. It was reported that in 2017, the patient experienced lead migration that caused painful stimulation. The patient underwent a surgical procedure in 2017 in which her internal pulse generator (ipg) and both leads were explanted.